Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when the surgeon attempted to disassemble knee components with a screw driver, the tip of the driver broke off into the components being disassembled. It was reported that the fractured piece was easily removed and the components were disassembled with an alternative instrument.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The receiving inspection report for 00-5881-526-00, lot # 80645276 supplier manufactured component for item 00-5881-026-00 lot # 62869954 were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A complaint history search identified no other complaints for the part/lot combination of the instrument. Surgical notes were not provided; it is unknown whether the instrument was used as per the proper technique. The package insert of the instrument advises to check instruments with long slender features (particularly rotating instruments) for distortion. If damage or wear is noted that may compromise the function of the instrument, it should not be used. The nexgen rh knee primary/revision surgical technique guide instructs to use the torque wrench to tighten the screw until the needle reaches the appropriate mark. The surgical guide also warns to not over- or under-torque the screw. The instrument was manufactured on 10/29/2014 and was used an unknown number of times during its potential field life of one year and three months before it failed. A definitive root cause cannot be determined with the information provided.